Manufacturer narrative:
The pump was returned for pump error. The detailed trace analysis does not confirm the pump error. However, the power loss alarm was triggered when the backup battery unloaded voltage was less than 3.7v for 240 consecutive minutes. The pump was received with a scratched case.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was an error and that the error number was not recorded on the insulin pump.